Event description:
It was reported that the patient was seen 2 weeks post-op by her physician and was noted as doing well except for some discharge. It was described as a small amount of serosanguineous discharge from her wound. There was no significant erythema or fever. She did not appear to have any serious infection, but was admitted to the hospital for an ultrasound of the area and to start a course of intravenous antibiotics. Additional information was requested.

Manufacturer narrative:
(B)(4).